Event description:
It was reported that during the retraction and tissue grasping for a robotic laparoscopic low anterior resection procedure, the bipolar fenestrated grasper broken and a broken pulley component fell into the patient cavity. The bipolar fenestrated grasper was withdrawn following the broken instrument protocol. The dropped broken pulley was removed using a laparoscopic grasper with the endoscope via an assistance port. The bipolar fenestrated grasper was replaced with a new one to complete the case. There was a ten minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.